Manufacturer narrative:
The reported ventilator unit was investigated at the hospital by our field service engineer. The air gas module was replaced and returned for investigation. The received air gas module was mounted in a reference ventilator for use testing. When performing the system pre-use check, the unit did not pass the test and failed. The received test logs confirmed the reported failure on 2021-10-15. The failure was caused by a defective delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to an inaccurate gas flow regulation which will be detected during pre-use check, alarms will be activated if the failure occurs during ventilation.

Event description:
Manufacture's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer, flow transducer and o2 cell/sensor tests during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).